Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient last felt stimulation several weeks ago. The clinician programmer confirmed that the ipg was dead and was deemed inoperable. Surgical intervention was undertaken on (B)(6) 2021 during which the ipg was explanted and replaced. Effective therapy was confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.